Event description:
I have used the philips dream station auto bipap since (B)(6) 2017. About 6-7 months ago I saw some occasional black residue near the water reservoir and at the base of the tubing connector. I washed it off with soapy water and vinegar as directed. It continued to come back. In mid (B)(6) 2021 I began waking up in the middle of the night with nausea, dizziness and a headache. I would go out onto a recliner to sleep without my bipap and symptoms improved. As soon as my dme company informed me of the philips recall in (B)(6) I registered my machine serial number with philips and the website confirmed mine is recalled. I was able to get a loaner reamed bipap and am paying (B)(6) per month which philips said they will not reimburse when I called them. I still have heard nothing from philips about the recall. My asthma is worse than it ever has been, I continue to have some other vague symptoms that I will address with my dr next week. I am a respiratory therapist so I keep very good track of my asthma. FDA safety report ID # (B)(4).